Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch vita meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the subject meter had been reading inaccurately for about 4 days prior to contacting lfs. He provided an example from an evening a few days prior, when he obtained an alleged inaccurately high blood glucose result of ¿200 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin which he self-adjusts. He indicated that after obtaining the alleged inaccurate result, he followed his usual diabetes management routine and injected 10 units of apidra. He reported that after 3 hours he developed symptoms of ¿restless, shaking hands and fast heartbeat¿ which he associated with hypoglycemia. He indicated that he didn¿t check his blood glucose level at that time but was given ¿dextro grape sugar¿ by a non-hcp to treat his symptoms. The patient denied using any other device to check his blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that his test strips had been stored correctly and were within expiry date. He did not have control solution available to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.